Event description:
It was reported that a user experienced prolonged correction of hyperglycemia while using an ilet pump on the first day of therapy, following a high-carbohydrate meal for which the meal bolus did not fully mitigate the rise; the pump was in its learning period and required additional time to correct the elevated glucose. Symptoms included high blood glucose. Outcomes included completion of troubleshooting and education, with the user understanding the learning period behavior and no further assistance requested. Investigation included user education on device operation and expected correction dynamics during the initial learning phase. Investigation of this case revealed no device malfunction and that the hyperglycemia was attributable to meal-related glucose excursion combined with early learning-period behavior of the system. It was concluded, based on previously established findings for similar reports, that the cause was user condition and use environment related to meal size and early adaptive operation of the device. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.